Event description:
User received high calcium results for five pt samples. The following pt examples were provided. Initial result 10.9 mg/dl, repeat result was 10.0 mg/dl. Erroneous result for one pt sample was reported, but no info was provided to determine which pt sample result was reported. Pts were adversely affected. The field service rep determined the cause to be a problem with the calibrator and had the user calibrate with a new shipment of calibrator material, which improved the performance of the assay. He noted the instrument was performing within specification.